Event description:
It was reported that during a femoral popliteal bypass graft procedure, the surgeon had been using device to clip, and then no clips came out when fired. Customer said device cut vein. Some bleeding occurred (customer could not quantify amount) and a new device of same code was used to control bleeding and complete case. No blood products were given. No patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. Upon disassembly of the instrument the feed bar was found to be bent; therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. It could not be determined what may have caused the incident reported. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.